Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, a posterior cuff miss occurred. Another proglide from the same lot was used with the same results. A proglide from another lot was used successfully to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that approximately 1/2 inches of the monofilament was exposed at the guide with the needle tip still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed indicating that a posterior cuff miss occurred. The device was deployed and the needle alignment was acceptable. Both cuffs were captured and the suture was retrieved successfully. The device performed according to specification. There was no manufacturing or quality deficiency detected. During manufacturing, to assure that all products perform according to specifications, the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality. Based on the successful testing of the device needle trajectory during device analysis and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. One unused sterile proglide device with the same lot number, 10922j1, as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample